Event description:
It was reported following a percutaneous coronary intervention (pci) via the right femoral artery, a 6f angio-seal vip was used. The patient experienced pain in the groin 2 hours later when ambulating. A hematoma developed and was treated with application of a femostop. A CT scan revealed bleeding and a hematoma from the right femoral artery. The vascular surgeon treated with manual compression and reduced blood pressure manipulation. The next day, CT revealed bleeding in the abdomen with pain extending from the groin to the abdomen due to the hematoma. The patient was transferred to the intensive care unit. Three days later, the patient required assisted ventilation due to pulmonary embolus. Four days after the coronary procedure, the patient experienced respiratory arrest and went asystole. The physicians were unsuccessful in attempts to resuscitate and the patient died. The physicians allege the embolus was caused by the bed rest in combination with venous involvement with femostop compression.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU)precaution that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.